Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: visual inspection: the stardrive screwdriver t8 (p/n: 03.110.007, lot # ft00456) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the screwdriver shaft was twisted. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received is stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the stardrive screwdriver t8 (p/n: 03.110.007, lot # ft00456) as the screwdriver shaft is twisted, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.110.007, synthes lot number: ft00456, supplier lot number: ft00456, manufacturing site: synthes monument, release to warehouse date: 02-may-2017, supplier: flextronics america llc. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during sterile processing, three (3) forceps do not stay clamped, one (1) forceps has a broken tip, two (2) screwdrivers has a broken tip, one (1) screwdriver has a loose bottom piece, two (2) large quick coupling ao adapter was broken. There is no patient involvement. This complaint involves six (6) devices. This report is for one (1) stardrive screwdriver t8. This is report is 5 of 6 for (B)(4).